Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check te messages) has been confirmed. Upon investigation the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to an open pulse wire in the cable connecting ECG "a" and the front therapy electrode. The root cause for the open wire was excessive force device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (charger problem/battery faults) has been confirmed. Upon investigation the battery charger/modem was unable to recharge a battery. The cause for the failure was isolated to a shorted q1 current-controlling transistor on the bedside pca. The root cause for the shorted q1 transistor could not be positively identified. No adverse event resulted from the defective electrode belt or charger/modem. Device manufacture date: sn (B)(4): 07/01/2011, sn (B)(4): 07/13/2015.

Event description:
A us distributor returned a patient's electrode belt and charger/modem. It was reported that the patient was receiving frequent check therapy pad messages and battery/charger faults.